Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: additional information received advised that there was no unintended product left inside the patient¿s body and there was no harmful situation. The device will not be returned as it was disposed of. Investigation ¿ evaluation the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of documentation, instructions for use (IFU), quality control data and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported via the area representative that the physician was performing a ureteroscopy with laser lithotripsy and stone basket retrieval on a patient. As reported, the handle of the ncircle tipless stone extractor detached from the basket during use. No other patient or event details were provided. Additional patient and event details have been requested but not received at the time of this report filing.